Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device is expected/p ending. No patient consequences were reported.

Event description:
New information received noted that the device was explanted and replaced on (B)(6) 2022. The procedure resulted in no patient consequences.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Electrical and mechanical analysis performed indicated normal functionality. A longevity calculation was performed and the device was in normal range of operation with appropriate remaining longevity. Additionally, visual inspection of the header and connector found no anomaly related to the field concern. Based on this information, there was no evidence of premature depletion.